Manufacturer narrative:
B2: previous report of uti removed from the event. Per additional information received from the healthcare provider, the utis were not caused/contributed to by the device and/or therapy, but rather were a result of hygiene. H6: coding updated/corrected upon review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The device was intended to treat urge incontinence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient went to the managing hcp's office on (B)(6) 2021 and the patient is going to be having the ins and the lead removed on (B)(6) 2021. Patient said they have metal knees and have been getting electrical shocks in their knees. Patient said the incision never healed and the implant is starting to come through the incision. Patient said they did blood work yesterday to check for infection but patient didn't know results. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  prior to receiving implant asked if implant would affect knee replacement and was told that it wouldn't. Patient states that about 3 weeks after implant noticed that they increases the stimulation intensity, feels shocks at knee replacements, both more so on the one on the left. Patient said that had knees replaced 5 years ago. Patient said it has happened on programs 1 and 2 and hasn't tried any other programs yet. Agent did not ask about the circumstances that led to the reported issue. Asked if patient has turned stimulation off, however patient said hasn't yet. Patient didn't want to turn stimulation off during the call however will consider this option. It was also reported that the incision site hasn't healed yet, sometimes there is some drainage. Patient said has had two utis since received implant. Patient also mentioned that in the first part of june developed a uti and received anti-biotics for 10 days and was good for awhile and the last couple of days has experienced a return of symptoms, especially in the morning and it hurts when she urinates. Patient said has gone through 3 pairs or jeans and 3 pads and has no control. Patient also mentioned that she was on medication for bladder control before implant, was on toviaz and myrbetriq however at her follow-up appointment lisa, the pc said that patient's blood pressure is high so going to adjust medication . Patient has a scheduled appointment this wednesday to discuss incision site and be tested for uti. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has an a ppointment this wednesday  and will review the situation.  No further complications were reported/anticipated at this time.